Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leak on the oxygenator. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 20, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). No visual anomalies were noted. The oxygenator was primed with water. Once the unit was primed, pressure was introduced from the blood inlet port and a leak was noted from the blood outlet quick connect line port. Once flow testing was completed, the bond was disconnected and a void in the bonded area was confirmed. A retention sample from the same product code and lot number combination was also primed and tested in a similar closed-circuit and confirmed to not leak. The cause of the event is a void in the bond between the tubing and the quick connect port. A small void in the bond will cause a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.